Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11f03123, h11e05047, and h11d11089 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient reused disposables. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized for the event. Concomitant medications were not reported. The cause of the peritonitis was reusing the disposables. Treatment was not reported and at the time of this report, the patient was recovering from the peritonitis. Dianeal therapies were ongoing. The reporter did not provide an opinion of causality.